Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to wear and tear damage sustained over time in the field.

Event description:
On (B)(6) 2025, a facility representative reported via (B)(4) that an ar-9623-a threaded baseplate inserter was cross-threaded and very difficult to disconnect from the baseplate once implanted in the patient during a reverse total shoulder arthroplasty. The procedure was completed with no adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.